Event description:
It was reported the pump was checked for the annual service check and the technician noticed the pump turned off after he was finished the service check. The tech "assumed the battery was empty." The pump was transferred to the ward. The pump was used on a pt via the power cord. The pump turned off without an alarm. The user exchanged the pump with anothe pump. The surgery was problem free. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more infor becomes availalble.